Event description:
It was reported the patient had his spectra penile prothesis replaced with and inflatable penile prosthesis. No reason for the revision was reported. No patient complications were reported in relation to this event.